Event description:
It was reported that the pacemaker exhibited a diagnostics anomaly. No further information was reported.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.